Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient experienced erosion at the ipg site. As a result, the patient's scs system was explanted.